Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) rn stated colleague and themselves were about to reposition the patient and noticed the pump "stopped working". Stated that there was no alarm associated with this, customer tried to hit start and then "iab fill" and those buttons were not working. Customer confirmed the touch screen was unlocked and stated that other buttons did work. Other staff came into the room to help, the pump was powered off and back on. The balloon was manually inflated a couple of times, once the pump came back on they were able to resume pumping with the start key. Customer stated this pump was from another hospital " st. Davids. The customer would be switching over to the back up pump next shift. There was no patient harm reported.

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer assisted the phone call, customer stated that there was no alarm associated with this. She tried to hit ¿start¿, then ¿iab fill¿ and those buttons were not working. She confirmed the touchscreen screen was unlocked and stated that other buttons did work. Other staff came into the room to help. They powered the pump off, then back on. While they did this, they manually inflated the balloon a couple of times. Once the pump came back on they were able to resume pumping with the start key. The nurse states this pump is from another hospital, st davids. Fse asked if they have a back-up pump at their hospital that they could switch the patient over to and she was not sure. She called back to let me know they did have a back-up pump that they would be switching over to on the next shift. Fse told her to tag and send the first pump to biomed per their usual process. No other information is available as of now. As of now, the investigation is closed, if any new information is received future related to part replacement will reopen the complaint and update it. Device cleared for clinical use is unknown. Patient involvement was there, no harm reported. H3 other text : repair service not requested.